Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope did not give a 3d image but sometimes it showed an image when moving the cable, and the device cable had a contact fault. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, the rigid video scope did not give a 3d image but sometimes it showed an image when moving the cable, and the device cable had a contact fault. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flare/ghost occurred and video cable broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the reported malfunctions were due to the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the performance of this device.